Event description:
Patient developed an infection near the left tmj implants. Pt treated with medications and infection resolved. Doctor unsure if infection involved the tmj implants or the parotid gland.